Event description:
We were informed on february 1, 2024 that during an elective deep brain stimulation (dbs) implantable pulse generator (ipg) replacement, the surgeon mentioned that he may have compromised a lead extension wire with a scalpel. The extension wire is a (B)(6) device. Once the new ipg was connected, the impedances on om side of the brain were showing shorts. It is believed this was due to the extension wire being compromised. The lead extension wire remains implanted in the patient. Please note this is not a device manufactured by (B)(6). The explant occurred on (B)(6) 2024 by dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).